Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. Visual inspection at 10x magnification revealed that only a piece of the lens was returned. Also, surface residuals (fiber/particles) were observed whereby the lens condition is consistent with a lens that was explanted from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted from the patient's right eye due to the patient being dissatisfied with their visual outcome. Follow-up indicated that the patient had a high myopic outcome. There was no incision enlargement and no vitrectomy required. The lens was replaced with a 19.5 diopter z9002 lens. The patient is reported to be doing okay with the replacement lens.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The documentation was evaluated and did not show any irregularity through the process. Based on the documents reviewed there is no discrepancy, deviation and non-conformity throughout the process that could cause the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related with this complaint type. The production order was manufactured according to specifications. Product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Age was requested; however, was not provided.explant of an intraocular lens in a secondary procedure.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.